Manufacturer narrative:
This report is submitted on april 13, 2021.

Event description:
Per the audiologist, the device was explanted (specific date not reported), and the patient was reimplanted with a new device. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2021-00815. This report is submitted on 14 may 2021.